Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. The patient claimed that after a the pump was exposed to an x-ray on an unspecified date/time, her bg's had been elevated in the ''300's'' mg/dl. She also indicated that she had a symptom of nausea at times. However, she denied having ketones or a symptom of vomiting. The patient mentioned that she noticed that her bg's were elevating after meals. The patient also denied that she treated her bg's via injection during the time of concern. She denied having leakage, lumpiness, hardness, or scar tissue at the site. The patient also denied having air bubbles or bent cannulas. The pump's time and date were reportedly correct. The bolus history was reviewed. All boluses and basals were delivered and added up with the tdd. No associated alarms were noted in the alarm history. The pump was reportedly not suspended. The patient was priming while disconnected and completing the fill cannula step appropriately. The patient admitted that the pump's settings were last reviewed 4 months earlier and no adjustments had been made for some time. Through troubleshooting, the animas representative involved in this contact noted that there was no evidence of a pump malfunction. The patient was advised to follow-up with her health care provider (hcp) to discuss possible adjustments to the pump's settings since the bg's appeared to be elevating after meals. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level with a symptom that can be associated with severe hyperglycemia. However, at this time it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no alarms or pump conditions indicating a malfunction recorded in the black box or pump alarm history. The rewind, prime and load steps were performed on the pump with no issues. The pump was exercised for 24 hours on a 1 unit per hour basal program with no alarms or warnings. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using a test meter and was accurately recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No hypersentive keys were observed on keypad.